Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased rv threshold were observed. Dft testing was performed and the patient/physician elected to not reposition the lead at this time. Lead remains implanted.